Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: serial: (B)(4). Batch: a000106812. Model: 3186. Lead, 8ch 60cm, mrc, gen3, us, pr (bsi). UDI:(B)(4).

Event description:
Related manufacturer report number: 3006705815-2022-16573. It was reported that the patient's lead had migrated. In turn, the patient underwent surgical intervention on (B)(6) 2022. During the procedure, it appeared the lead was not secured and the ipg was flipping in the pocket. As a result the lead was explanted and replaced and the ipg pocket was revised. Product investigation was unable to determine which lead had the issue.